Event description:
The customer reported that the system would display a charger failed error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the collimator and changed the batteries. The system was tested and found to be working as intended and put back in service.